Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04209. It was reported after a fall the patient experienced ineffective stimulation. In turn, x-rays indicated one of the leads had migrated. Surgical intervention may be pending.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event of lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.